Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2021, a mitraclip procedure was performed for functional mitral regurgitation (mr). Two mitraclips (unk part/lot) were successfully implanted with no issues reducing the mr to a grade of 1-2. On (B)(6) 2022, the patient presented with a single leaflet device attachment (slda) with one of the two previously implanted clips, and severe mr. Another mitraclip procedure was to be performed that day. The xtw mitraclip (cds0701-xtw 20311r125) was advanced to the mitral valve. During gripper assessment, the posterior gripper would only lower half way. Standard troubleshooting was performed, however, the issue remained. The xtw mitraclip was removed without an issue reported, and no clip was implanted. The mr remained severe. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.